Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2 and h6 have been updated accordingly. As reported, patient had a revision (left side) for an unknown reason. No additional information will be forthcoming. Device will not be returned. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient had a revision (left side) for an unknown reason. No additional information will be forthcoming. Device will not be returned.